Event description:
A customer in canada notified biomérieux of observing an instrument error on emag (ref. 418591, serial number (B)(4)) which resulted in the absence of result for two (2) patient samples.the error code was (B)(4) and it occurred on (B)(6) 2022 on the left side of emag. As a consequence, the program was aborted very close to the end of the run and the customer lost two csf samples as a consequence. The section was restarted and cleaned with buffer 3 and the machine seemed to function ok afterwards. This same error was encountered a few times in the past by the customer.it was possible to re-extract eight out of 10 csf samples in the run. For these samples, there was delay in reporting the results inferior to 24 hours.two samples had insufficient volume to re-extract and were therefore lost. These two samples were for in-house pcr for hsv and vzv. For these samples, the consequence was no result.a biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was opened following a notification from a customer in (B)(6)regarding communication error 20160 on emag (ref. 418591, serial number (B)(6)) which resulted in the absence of result for two patient samples. 1. Immediate actions done: an intervention was performed on 23-nov-2022: the field service engineer cleaned the connectors and the cables around the process lane board and heater board and a few instrument parts were also replaced. Following this intervention, it was confirmed that no issue was present anymore, but the engineering team recommended in any case to continue to strictly monitor the instrument functionality in order to identify any potential re-occurrence of the issue. 2. Investigation results: the root cause of this error can be traced back to a faulty i2c communication between the heater board and the process lane board, causing a loss of communication. The fault rate is usually extremely low in normal conditions, but can be increased in specific conditions leading to the oxidation of the cables and connectors on the boards. The intervention that can solve such an issue consists of cleaning the connection surfaces by disconnecting and reconnecting cables multiple times, ensuring that clean metals are in contact and no additional impedance is generated on the line by the metallic oxides. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. An updated version of the emag troubleshooting guide has incorporated troubleshooting of this issue. 3. Conclusion: the most probable explanation of 20160 error, that caused the run abortion object of the current investigation, is the accumulation of dust and metal oxide on the heater board connection cable. Indeed, after the cleaning and check of the connections performed by the fse, the problem was fixed and no error re-occurrence was recorded by the laboratory after almost two months since the opening of the investigation.